Manufacturer narrative:
The t:slim x2 basal iq user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was found unresponsive and was transported to the hospital emergency room via emergency medical services. Customer was admitted to the intensive care unit and treated with intravenous insulin/fluids and electrolytes for myocardial infarction, elevated blood glucose (1006 mg/dl), and ketoacidosis. Suspected cause was myocardial infarction unrelated to pump or supplies. Reportedly, healthcare provide believes that the cardiac event caused the customer to become unresponsive. Subsequently, an auto off alarm may have occurred due to no interaction with the pump by the customer, and insulin delivery suspended as intended. Multiple follow up attempts were made by tandem technical support; however, no additional information was provided.